Manufacturer narrative:
Device had unresponsive buttons at up due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to unresponsive button. However, keypad flattened button dome switch (creased) was found on act. The motor was tested outside of the device and passed. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.